Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Event description:
According to the customer, on (B)(6) 2025, a team member was walking and making a slight turn when they slipped and fell resulting in a broken patella requiring surgery.

Manufacturer narrative:
According to the customer, on (B)(6) 2025, a team member was walking and making a slight turn when they slipped and fell resulting in a broken patella requiring surgery. The customer reported that there was no liquid on the vinyl floor at the time of the incident. The team member is off work and required surgery on (B)(6) 2025 to repair the patella. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.